Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported stenosis is listed in the xience v instructions for use as a known adverse event associated with coronary stenting. It should be noted that the instructions for use (IFU) states that the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28mm) with reference vessel diameters of 2.5 mm to 4.25 mm. The implantation of the stent to treat in-stent restenosis does not appear to have directly caused or contributed to the reported patient effects. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that approximately 34 months after xience v stent implantation in the proximal circumflex artery, the patient experienced near syncope. Diagnostic angiography showed stenosis in the proximal circumflex artery. The patient underwent percutaneous coronary intervention with successful stent placement overlapping the index xience stent. No additional information was provided.